Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the patient was implanted through the saphenous vein of the lower extremity 3174118, punctured successfully, and infusion therapy was performed, and a break was found between the heparin cap and the end of the catheter during routine catheter maintenance. Unable to continue to use for unplanned extubation. After that, a new device was implanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter extension leg was confirmed but the cause is unknown. Three photographs of the implicated 4fr single-lumen powerpicc catheter were returned for evaluation. The sample contained evidence of clinical use. A semi-circumferential split was seen in the extension leg tubing directly distal of the luer adaptor. The edges of the split appeared slightly jagged and irregular, indicating that the tubing broke rather than dislodged from the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without receipt of the physical sample. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage or material fatigue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the patient was implanted through the saphenous vein of the lower extremity 3174118, punctured successfully, and infusion therapy was performed, and a break was found between the heparin cap and the end of the catheter during routine catheter maintenance. Unable to continue to use for unplanned extubation. After that, a new device was implanted.